Event description:
Livanova deutschland received a report that a s5 double roller pump 85 head malfunctioned when it was in service. It was the blood pump on the cardioplegia double header. The affected pump has been replaced with a spare one. No additional information is available so far. There was no patient injury.

Manufacturer narrative:
H11: livanova deutschland manufactures the s5 double roller pump 85. The incident occurred in london, united kingdom. The unit will be shipped to livanova deutschland for a detailed investigation and repair. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.